Manufacturer narrative:
Pt data not available. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer reported that while being used to monitor a pt, the carescape b850 turned off and when the screen was turned back on, the pulmonary artery pressure (pap) and pulmonary artery pressure systolic (pas) blood pressures were inverted. The pt was treated for the incorrect blood pressure. The pt survived the event, however, did expire later though not related to this incident.